Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient had been hospitalized for an unrelated condition. On an unreported date during hospitalization, the patient was diagnosed with peritonitis. The cause of peritonitis was unknown. On unreported dates, the patient was treated with an unknown antibiotic (dose, frequency, and route not reported). Dianeal therapy was discontinued due to peritonitis, the patient's pd catheter was removed, and the patient began hemodialysis therapy. At the time of the report, the patient was not recovered from peritonitis and still hospitalized. No additional information is available.